Manufacturer narrative:
As reported, the 6mm x 4cm powerflex pro was used as pre-balloon before the stent was implanted. However, it ruptured within its nominal pressure (eight atm). It was removed from the patient body. Therefore, it was replaced with a same sized new balloon catheter (non-cordis) and it was able to perform pre-dilation. The procedure was completed without any problems. There was no reported injury to the patient. An approach was made from the right common femoral artery. The lesion was the right common iliac artery with stenosis. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot: 82280851 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst -at below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a stenosed vessel. It is likely during this attempt to cross or upon inflation the damage occurred. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 4cm powerflex pro was used as pre-balloon before the stent was implanted. However, it ruptured within its nominal pressure (8 atm). It was removed from the patient body. Therefore, it was replaced with a same sized new balloon catheter (non-cordis) and it was able to perform pre-dilation. The procedure was completed without any problems. There was no reported injury to the patient. An approach was made from the right common femoral artery. The lesion was the right common iliac artery with stenosis. The device was discarded due to infectious disease. Additional information was requested; however, the information was not obtained after multiple attempts.